Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.0 x 15mm maverick2 balloon to the lesion and inflated to it 15 atms and it ruptured. The device was removed intact. The procedure was successfully completed with a different balloon and the deployment of a taxus and non-bsc stent. The patient status is listed as "good".